Event description:
Same case as MDR ID: 2134265-2014-07183. It was reported that stent dislodgement occurred. The target lesion was located in the saphenous vein graft to the right coronary artery (rca) distal to the previously placed unspecified size taxus stent that was implanted in 2010. A filterwire ez was advanced and deployed distal to the lesion. A 4.00x28mm promus premier¿ stent was selected; however, the device was unable to cross the previously implanted stent. Upon removal of the sds, it was noted that the stent came off. The filterwire ez¿ was then retracted and captured the dislodged stent. It was also noted that during withdrawal, the filterwire ez¿ caught the previously implanted stent. All devices were able to be snared and removed from the patient¿s body. The vessel was rewired and the procedure was successfully completed with the implant of an unspecified stent. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Device analysis observed that the stent had detached from the balloon. The entire length of the stent was damaged with the stent struts deformed, distorted and stretched. The damaged stent is caught upon the "hoop" of the snare device and on the filterwire. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. Visual and tactile examination found multiple kinks on hypotube and no issues were noted with the shaft profiles. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07183.it was reported that stent dislodgement occurred.the target lesion was located in the saphenous vein graft to the right coronary artery (rca) distal to the previously placed unspecified size taxus stent that was implanted in 2010. A filterwire ez was advanced and deployed distal to the lesion. A 4.00x28mm promus premier stent was selected; however the device was unable to cross the previously implanted stent. Upon removal of the sds, it was noted that the stent came off. The filterwire ez was then retracted and captured the dislodged stent. It was also noted that during withdrawal, the filterwire ez caught the previously implanted stent. All devices were able to be snared and removed from the patient's body. The vessel was rewired and the procedure was successfully completed with the implant of an unspecified stent. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).